Event description:
(B)(4) my first menstrual period was very, very heavy and I had a lot of pain that was untouched by aspirin. This has continued to present day. I have also experienced hair loss and severe back pain, also pain on my left side. Unproductive weight loss even with diet and exercise.